Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a lost sensor alarm on their insulin pump. The patient's blood glucose level was at 49 mg/dl. The customer stated that the wrong transmitter identification was programmed in the pump. The customer was offered to trouble shoot the pump but the customer stated that they will call back. No further information was provided.